Manufacturer narrative:
A review of the image result files showed that no errors occurred during testing and the well fill volume was acceptable. Test wells containing anti-d series 4 appeared to have a pink background with what appeared to be agglutination present in the well. The test wells appeared to have little to no anti-d series 4 reagent present. Unable to rule out that vial of anti-d reagent was too low or may have had air in the lines from inadequate pbs volume in the supply bottle. The customer was asked to perform the pipettor verification test and repeat samples. The pip test failed with strips 2 and 3 being too low. The pip test was repeated and results were acceptable. Repeat testing has been performed with several samples and the expected b negative results were obtained.

Event description:
A customer reported that samples with a history of being type b rh negative are typing as b rh positive on galileo instrument (B)(4).